Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was prophylaxis prior to orthopedic surgery with history of deep vein thrombosis (dvt). A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter malfunctioned including removal difficulty, tilt, and thrombosed filter. About twenty-one days after implant, a venacavagram revealed a patent ivc, thrombus present in the filter and the filter moderately tilted. Multiple attempts with the retrieval snare and other devices were not able to hook the filter in a way that the filter could be safely retrieved. The procedure was stopped. Per the patient profile form (ppf), the patient reports tilting of the filter, blood clots, clotting, occlusion of the ivc, retrieval difficulty, and anxiety related to the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty, and presumed embedment in ivc wall, could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to multiple attempts at removal failed due to tilted, embedded, and thrombosed filter. Per the implant records, the patient was reported to have a history of lower extremity deep vein thrombosis (dvt) and was scheduled to undergo orthopedic surgery. The inferior vena cava (ivc) filter placement was indicated due to high risk for developing a perioperative pulmonary embolism (pe) and dvt. The right groin was prepped and draped in the usual sterile fashion. Under ultrasound guidance, access into the femoral vein was performed using a micropuncture needle. Under fluoroscopic guidance, a wire was advanced into the ivc. A diagnostic cavagram was performed demonstrating the confluence of the common iliac veins, the infrarenal ivc and admixing of non-opacified blood from the renal veins. A cordis optease delivery sheath was advanced to the level of the renal veins, and the optease ivc filter was deployed without difficulty in an infrarenal position. A complete cavogram was then performed demonstrating no significant tilting. The patient tolerated the procedure well. About twenty-one days after the filter was implanted, the patient was status post spine surgery and presented for removal of the of the optease filter, which had been placed for prevention of pe, but the patient was no longer at risk. Duplex ultrasound demonstrated a patent jugular vein and with the use of ultrasound, a needle was directed into the vein and images were obtained. Once the vein was accessed, a guidewire was advanced under fluoroscopy into the inferior vena cava. A diagnostic venacavagram was performed. The ivc gram demonstrated a patent ivc, thrombus present in the filter and the filter moderately tilted. Multiple attempts with the retrieval snare and other devices were not able to hook the filter in a way that the filter could be safely retrieved. The procedure was stopped. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient reports tilting of the filter, blood clots, clotting, occlusion of the ivc, device unable to be retrieved with an attempted; however, unsuccessful percutaneous removal procedure twenty-one days after the filter implantation. The patient became aware of these events twenty-one days after the filter was implanted and further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to multiple attempts at removal failed due to tilted, embedded, and thrombosed filter. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to multiple attempts at removal failed due to tilted, embedded, and thrombosed filter.